Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product returned but not yet evaluated.

Event description:
It is reported that the provisional was discovered to be broken while assembling clean instruments in the sterile processing department.

Manufacturer narrative:
Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer (B)(4) because it had a potential field life of over 2 years 10 months before it fractured. Persona tibial articular surface provisional (ps tasp) top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasps in this complaint were manufactured before the design modification. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.